Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had a burnt smell. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported "device smells burnt" which was confirmed through observation during device evaluation. Evaluation determined a possible failing battery to be the cause of the reported symptom due to heat damage found to the rear case, which also caused a component of the baxflex to overheat. The rear case backflex assembly and processor shielding were replaced to correct this condition.